Manufacturer narrative:
(B)(4) additional suspect medical device components involved in the event: model #: sc-2352-50 serial #:(B)(4) description: linear 3-4 lead, 50cm.

Event description:
A report was received that the physician was concerned about the drainage in the patient's implant incision site. The patient will undergo a wound repair.

Manufacturer narrative:
Additional information was received that the patient had wound repair. The event was not device related. No further course of action.

Event description:
A report was received that the physician was concerned about the drainage in the patient's implant incision site. The patient will undergo a wound repair.